Manufacturer narrative:
The patient identifier is "ni" because the patient information is not available.

Event description:
Per complaint (B)(4), a patient's dental implant failed to osseointegrate. The implant was removed. Pain was also reported.